Event description:
It was reported that the charger was not charging the ilet, with intermittent function when the caller manipulated the connector, and the user charged with the screen facing up and without the case. Symptoms included no alarms or alerts and no reported adverse clinical effects. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included customer counseling on proper charging practices and assessment of the charging setup. Investigation of this case revealed a suspected charger or cable connection malfunction consistent with an electrical power supply or connector issue affecting the external charging component. It was concluded, based on previously established findings for similar reports, that the cause was likely a connector or cable failure consistent with product malfunction.